Event description:
It was reported that high impedance was observed on the patient's vns and that the patient experienced an associated change in feeling when the vns would stimulate over the few days prior to the observed high impedance. The vns output currents were programmed off and x-rays were ordered. It was stated that the patient greatly benefited from the vns and the physician hoped to minimize the time with her vns programmed off. It was later reported by the patient that her neurologist had informed her that there was something wrong with the leads, which needed to be programmed off, and that an x-ray was needed of the neck. The patient reported a burning in her throat prior to the disablement. The patient stated that surgery was likely and that she wanted to get this done as fast as possible as the vns had worked for her. The x-rays were reviewed by the manufacturer. The m106 generator was placed normally per labeling. The connector pins of the lead appeared to be fully inserted inside the connector block. The feed thru wires appear to be intact. The lead visibility varies throughout the length of the lead. Neither a strain relief bend, nor a strain relief loop appear to be present per labeling. A single tie down was present, but did not appear to be place according to labeling. No apparent sharp angles or gross fractures were identified in the visible portions of the lead. However, a segment of the lead is behind the generator and the visibility of the lead varies and these could not be fully assessed. Based on the x-rays received, the cause for the high impedance could not be determined. The presence of a fracture or micro-fracture in the lead cannot be ruled out. The patient underwent full vns replacement surgery. During attempts at product return, it was revealed that the facility, historically, does not return explanted products and eventually discards the products. No additional relevant information has been received to date.